Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found device was received in backup mode with normal telemetry communication. The analysis of the device image indicates a hardware reset has occurred in the field, which turned the device into backup mode. Due to lack of data and information the cause of hardware reset cannot be determined. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including cold temperature soaking, telemetry communication, and output verification did not identify any functional issues. Backup condition could not be reproduced.

Event description:
This report is to advise of an event observed during analysis.